Event description:
Event description guidant received information that the implantable lead displayed elevated impedance measurements through the psa (pacing system analyzer). It was further reported that the pacing thresholds were elevated.